Event description:
It was reported the patient is receiving unwanted muscle stimulation in the area of implant. The patient has left occipital stimulator for migraines (off label use) and she cannot turn the device up therapeutic levels without causing discomfort. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.